Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer had an alternate pump available for insulin therapy. Additionally, it was reported that an altitude alarm occurred. Customer declined to troubleshoot with tandem technical support or provide any further information. Customer¿s blood glucose level was 200 mg/dl.